Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side event of "ruptured breast implant", "watermelon vs apple in size", "painful", "uncomfortable", "don't look right at all." Device remains implanted.